Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was hospitalized for a week to receive intravenous antibiotics for a stoma infection. On (B)(6) 2023, the patient was discharged. Puffiness and drainage continued at the peg stoma site and the patient was on flagyl and doxycycline. Augmentin was administered while in the hospital.